Manufacturer narrative:
The customer's reported complaint of the autopulse platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message was confirmed in the archive review, but not during the initial functional testing. There were no device deficiencies found during the evaluation of the platform, which could have caused, or contributed to the reported user advisory (ua) 41 error message. The autopulse platform worked as intended. Per the customer, the autopulse platform was usually stored in the ambulance, and kept in the carrying bag. An ambulance sitting in a hot and humid environment, and/or being exposed to direct sunlight for long hours will increase the internal temperature of the autopulse platform and cause the occurrence of user advisory (ua) 41 error message. Per archive, the daily check was routinely performed by the customer. Therefore, the probable root cause for the reported complaint was due to the storage condition. Upon visual inspection, observed cracked front enclosure, which is unrelated to the reported complaint. The probable root cause for the front enclosure damage could be due to user mishandling. The front enclosure needs to be replaced to address the physical damage. The autopulse platform failed initial functional testing due to user advisory (ua) 45 (not at "home" position after power-on/restart) error message displayed upon powering on, unrelated to the reported complaint. To remedy the user advisory (ua) 45 error message, the driveshaft was rotated back to the home position. A review of the archive data showed multiple user advisory (ua) 41 error messages occurred around the reported event date, thus confirming the reported complaint. The patient contact surface temperature sensor was outside of the normal range of 45°c during the power-on-self-test or the take-up. Also, the archive showed the presence of the user advisory (ua) 20 (position out of range) error message, unrelated to the reported complaint. User advisory (ua) 20 error message was due to the encoder driveshaft not being within the normally acceptable range of positions. Typically, if the user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message is not resolved properly, it leads to user advisory (ua) 20 because the driveshaft is not restored at the home position. As a precautionary measure, the power distribution board and the temperature sensor were replaced. The power distribution board and the temperature sensor may have had some intermittent technical problems that could not be directly identified during the functional testing. Following service, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed user advisory (ua) 41 (patient temperature sensor failure) error message. Per reporter the platform stored in the ambulance and kept in the carrying bag. The platform was on the hard surface when user advisory was observed. No patient involvement.